Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there is a presence of fibrin clusters. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: coagulation defect in the tubes: presence of fibrin clusters on the surface of the tubes recurrent anomaly noted.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following field was updated with corrected information: b.5. Describe event or problem: it was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: coagulation defect in the tubes: presence of fibrin clusters on the surface of the tubes recurrent anomaly noted.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: coagulation defect in the tubes: presence of fibrin clusters on the surface of the tubes recurrent anomaly noted.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: coagulation defect in the tubes: presence of fibrin clusters on the surface of the tubes recurrent anomaly noted.

Manufacturer narrative:
The following fields have been updated with additional information: medical device lot #: 2153806 medical device expiration date: 31-dec-2023 device manufacture date: 02-jun-2022 investigation summary: bd had not received samples, but 12 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for red cell hang up was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, red cell hang up, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up based on photos only. Bd was not able to identify a root cause for the indicated failure mode.